Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no composite signal is generated due to a defective printed circuit board. The cause of the faulty printed circuit board was due to a burnt mark near the s-socket on dp board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus in the middle of an endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure, no image appeared on the evis video system center. The procedure was completed using the same device, although from the sdi output port instead of the composite port. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty patient board, composite output socket was connected to a third-party reporting software near to which there were burnt marks, minor scratches on the scope-socket and minor scratches on the heat spacer. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is submitted to provide additional information.

Event description:
No delay in procedure occurred due to the user reported problem. An inspection of the device prior to use was performed with no problems observed.